Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 172mg/dl. The customer stated that the battery was failed and the display was flashing white. The customer advised that the pump will need to be replaced. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies or failed battery test alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self-test.